Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set had backflow. The following information was received by the initial reporter with the following verbatim: smartsite hub is oval in shape instead of round due to which IV set difficult to be connected to smartsite. Fluid leaking out from the lumens and blood backflow in the lumens of smartsite even though clamped.

Event description:
Please confirm how many 20019e7ds products have been identified as defective in this way? =2 was reported as defective in this way, the exact no of cases is unknown please describe the clinical set up, including details of the products connected to either end of the 20019e7ds product (manufacturer and model) = smartsite was connected to IV cannula (bbraun 22g) and the one lumen was connected to IV set(bbraun) please confirm if any physical damage or deformity was observed to the 20019e7ds product(s) or to the product(s) it was connected to? =lumen of few pieces of smartsite were observed oval in shape rather than round.

Manufacturer narrative:
Investigation result: no 20019e7ds sample was available for investigation, however the customer reported that the affected lot was ta240149. The customer also reported that the "smartsite hub is oval in shape instead of round due to which IV set difficult to be connected to smartsite. Fluid leaking out from the lumens and blood backflow in the lumens of smartsite even though clamped." As part of the investigation the customer provided photographs of the 20019e7ds product, however analysis of the photographs did not confirm the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.